Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.3, 5.9, lab: 3.9. Therapeutic range - unknown.

Manufacturer narrative:
Investigation pending.